Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle one. The patient's ultrafiltration reading was 1323ml, indicating the home patient (hp) drained 1323ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be a false empty detected and a use error, as the initial drain alarm setting was inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A review of the labeling for the product family will be performed. Should additional relevant information become available a supplemental report will be submitted.